Manufacturer narrative:
.

Event description:
The hcp reported, impedance was normal at 918 ohms, but the current is 101ua, which is higher than anticipated. The pt has no symptoms of shocking, burning or jolting at this time. The pt is currently receiving good therapy. The hcp will monitor the pt.